Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Subsequently, this lv lead was explanted. Another lv lead was implanted to complete the procedure. This lv has not been returned at this time. No additional adverse patient effects were reported.